Manufacturer narrative:
The system 2450 esu was received for evaluation. During testing and evaluation, the reported unusual beeping was not confirmed. This unit required a software upgrade and had a broken output panel. All testing of the device found the unit meets all specifications. The software and output panel did not affect the device functionality or operation. This unit was also tested with the conmed compatible foot pedals and found to function as it should. Based on the information provided and the analysis of this device, the likely cause of the reported event is use of non compatible accessories. The beeping that was reported was likely the unit signaling a non-compliant foot pedal was being connected to it. As reported by the customer, a non conmed footpedal was being used. A two-year review of complaint history shows that this is the only report of this failure mode for this device family. This is considered an isolated incident and user related. The instructions for use advises the user to only use conmed electrosurgery footswitches. Confirm bipolar leads are connected only to the bipolar receptacles. Connecting bipolar accessories to monopolar outputs may result in patient injury.

Manufacturer narrative:
It has been identified that the MFR report # 3007305485-2017-00105 used to report this adverse event was incorrect. The correct MFR report # that was assigned to this adverse event report is 3007305485-2017-00109.

Manufacturer narrative:
The system 2450 esu, 120v has been received by conmed corporation for evaluation. As of this filing, the device evaluation remains in progress. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. More information is anticipated from the user facility. A supplemental report will be filed with any additional event details.

Event description:
It was reported by a conmed sales representative that a colonoscopy with hot biopsy polypectomy was performed on (B)(6) 2017. The conmed system 2450 esu, 120v was used with a microvasive device attached to the foot control receptacle on this esu. According to the user facility contact, the system 2450 was making a noise and it had to be restarted during the procedure. A day and a half post polypectomy, the patient went to another hospital and was admitted with a perforation requiring surgical intervention. At this time, the user facility is researching this case and will be providing additional event/patient information.